Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Update from customer. No patient involvement. Errors found during pm testing.

Manufacturer narrative:
Additional information received from customer.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10041 was verified. The event log did not show the error 10041 occurred. Service will re-install the software applications as a preventative measure. Use testing was performed. The problem source is unknown.